Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foreign material or dirt was found on the red mark area of catheter in the foley tray before use. It was also stated that there was a crack found in the balloon area of foley catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted foreign material present on the balloon surface. The foreign material appeared to be adhesive. This is out of specification per inspection procedure which states, "product /assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm² or 1/16" in length per tappi dirt estimation chart (maximum 3 particles per side or surface)". Visual inspection noted no balloon burst. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The balloon was deflated with no issues or cuffing noted this meet specification per inspection procedure, which states, "balloon must not be torn". A potential root cause for this failure could be environmental, alcohol, operation error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that a foreign material or dirt was found on the red mark area of catheter in the foley tray before use. It was also stated that there was a crack found in the balloon area of foley catheter.